Event description:
Reporter contacted lifescan and alleged that her mother's one touch ultra meter may have been in the wrong unit of measurement (mmol/l instead of mg/dl). The pt was taken to the hospital in 2005 and admitted for 6 days. The reporter informed the mas that prior to her mother being taken to the hospital that day, her blood glucose was checked on both, the one touch ultra meter and also on the competitor's meter. One of the meters had a decimal point in the result and the other gave a high result (reporter not certain which one gave which result). The customer service agent checked the unit meter and it was found to be in mg/dl. The reporter realized that it "must have been the other meter" that was in the wrong unit of measurement at the time of the event. When inquired further regarding the events leading to the hospital admission and the event, the reporter stated that she did not have much information since she was "not present when this happened." Her mother has not use either of the meters after the event since she has been under hospice care. The wrong unit of measure is being reported for the ot ultra meter since it cannot be proven the meter was never in the wrong unit of measure and the reporter does not know if the mother went into the set up mode and changed the unit of measure. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.